Manufacturer narrative:
Previously the manufacturer reported that while using the lumify during CPR, an error message for them to connect the transducer appeared although the transducer was already connected. The CPR had to been continued with another lumify system. Multiple attempts to gather additional information regarding this case were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The customer reported that while using the lumify during CPR, an error message for them to connect the transducer appeared although the transducer was already connected. The CPR had to been continued with another lumify system. An investigation is underway for additional information on patient impact and root cause of the alleged failure.

Manufacturer narrative:
An investigation is underway for additional information on patient impact and root cause of the alleged failure.

Manufacturer narrative:
Previously the manufacturer reported that while using the lumify during CPR, an error message for them to connect the transducer appeared although the transducer was already connected. The CPR had to been continued with another lumify system. The customer confirmed there was no harm to patient. The customer also confirmed that the wrong mobile phone device was used. Their device was not on philips compatibility list.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.